Event description:
It was reported that the distal tip of the guidewire (subject device) was found to be broken into two pieces while withdrawing from the packaging. There were no clinical consequences or surgical delays to the patient.

Manufacturer narrative:
The subject device has not been returned.